Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/11/2009 that a customer had an issue with a dialysis catheter. The customer reports the palindrome was inserted on (B) (6) 2009; while at dialysis unit, the venous (blue) adapter cracked and broke off at the hub. Catheter needed to be removed and replaced.